Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the bipolar fenestrated grasper (bfg) repeatedly lost con nection with the hugo system. The team replaced the instrument with another bfg, but the issue persisted. The sterile interface module (sim) was also replaced with a new sim, but the problem was not resolved. The issue continued even after trying a third sim. The arm was rebooted, but the same issue occurred. Despite multiple interruptions, the team proceeded with the surgery. As a result, the surgery was extended by 30 minutes due to the reported issue. There was no patient injury.

Manufacturer narrative:
Continuation of d10: mrasa0003 sn: unknown; mrasa0003 sn: unknown; mrasa0003 sn: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated information: d4 (serial number), d10 concomitant products and sn (B)(6). Medtronic led an evaluation of the device data logs for the reported bipolar fenestrated grasper. Evaluation of the device data logs indicate that there was occurrences of the error code 'instrument read write error' indicating that the system could not update information like use time and procedure count on the instrument. There was also an occurrence of error code 'arm docked without a sterile interface module' and this usually occurs when there is an instrument/sterile interface module connectivity issue. Evaluation of the bfg confirmed the reported condition. The most likely cause is due to sterile interface module and bipolar fenestrated grasper connectivity issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the bipolar fenestrated grasper (bfg) repeatedly lost con nection with the hugo system. The team replaced the instrument with another bfg, but the issue persisted. The sterile interface module (sim) was also replaced with a new sim, but the problem was not resolved. The issue continued even after trying a third sim. The arm was rebooted, but the same issue occurred. Despite multiple interruptions, the team proceeded with the surgery. As a result, the surgery was extended by 30 minutes due to the reported issue. There was no patient injury.